Event description:
It was reported that a cartridge was not fitting properly on a pump. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer was instructed to remove the case from the pump, clean the pneumatic tap area, and fill a new cartridge. The customer successfully loaded the cartridge onto the pump and resumed insulin delivery.